Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 2.5 mmol/l (45 mg/dl) while wearing the pod on the arm for between 37 and 48 hours. The patient reportedly self-administered a double dose utilizing insulin pens while they were still wearing the pod. Patient confirmed they intentionally delivered the double dose. Patient was feeling drowsy and was admitted to (B)(6) hospital. The patient was treated glucose injections and IV drip. Patient was discharged on (B)(6) 2025.